Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was implanted with a slightly high pacing threshold. One day after implant, during routine follow-up the ra lead showed occasional loss of capture when the patient took a deep breath. An echocardiogram showed a small pericardial effusion. As a result, the patient was hospitalized. A lead revision was performed and the ra lead was removed. No additional adverse patient effects were reported.